Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was frozen. A field service engineer (fse) confirmed that the pyxis es machine was not loading the application due to issues with the helmer refrigerator. The issue persisted even after swapping out the cable and router, as well as reseating all connections on the front panel and circuit boards for control. The fse also checked all connections on the backside of the helmer. Then the fse reimaged the hard drive and everything began to stabilize and function properly. After that the customer verified that the application was operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen kept freezing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.